Event description:
A customer reported experiencing a cartridge alarm 30 that occurred on a previous day. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer resolved the issue by reloading the cartridge and resuming insulin delivery during the alarm, and no further action was required.